Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure, after the patient was separated from cardiopulmonary bypass (cpb), and planning for closing had commenced, bleeding remained substantial. While investigating for the source of the bleeding, it was determined that the pump was spinning freely within the apical cuff, as well as significant bleeding being noted around the pump. The patient was placed back on the cpb, and the pump and cuff were cleaned and reseated after a visual inspected yielded no abnormalities, but the pump continued to spin freely within the cuff, even though the locking mechanism was fully engaged. The pump continued to spin freely within a miniature cuff that was brought out to test the locking mechanism. As a result of this, the pump was exchanged, with the existing apical cuff and outflow graft in place. Upon exchange, new pump was able to lock into place, and bleeding decreased to an acceptable level. However, the right ventricle was said to be "stunned due to the long pump run", so the patient was placed on a centrimag right ventricular assist device (rvad) for right ventricular support. Afterwards, the patient was noted to not be moving their left side, due to a posterior right middle cerebral artery watershed territory perfusion deficit. The patient was later noted to be alert and moving all extremities, so the rvad was explanted and vasoactive meds were being weaned.